Event description:
It was reported that a pump declared an altitude alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, the customer replaced the cartridge and received tips from technical support to prevent future altitude alarms, resulting in the pump resuming normal operation.